Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire during advancement and removal of the device causing the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion in the superficial femoral artery. A non-abbott filter wire was advanced to the lesion; however, resistance was met when advancing a 3.5x28mm xience sierra stent delivery system (sds) over the non-abbott filter wire. The non-abbott filter wire and sds were removed together as a single unit because resistance was felt during removal. A new same size xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.